Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported issue was caused by a broken internal strap on the device's high energy capacitor. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device could not charge to deliver defibrillation therapy. As a result, defibrillation therapy would not be available, if it was needed.